Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 15oct2018. The customer troubleshot with technical support. The customer found several power supply failed and a blower temperature high error codes in the diagnostic logs. The customer replaced the power management (pm) printed circuit board (pcb) and was advised to replace the motor controller (mc) pcb.

Event description:
It was reported that the ventilator generate a check vent alarm. No patient involvement. The event date was not specified; estimate used.